Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient and the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4-1 was not detected on the bus. A field service engineer (fse) cleaned and reseated all contacts on drawers 4-1 and 4-2. The fse tested the drawer in the hardware test application (hta) and verified the operation of the station. The customer also tested the station to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.